Event description:
Report received from the USA stating that the device had overheated. It is known that the device was being used during surgery. It was reported that there was no pt/user injury or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of overheating could not be confirmed. The device passed all tests and no problems were observed. If additional info becomes available a supplemental report will be submitted.